Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: concomitant medical products: desc: g7 osseoti 4 hole shell 54mm f; item: 110010245; lot: 67524610. Desc: femoral stem cementless collared standard offset 12/14 taper size 3; item: 574201030; lot: 3210756. Desc:40mm i.d. Size f neutral liner; item: 30104006; lot: 67489040. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 2 weeks post-implantation due to malposition, incorrect sizing, and dislocation. Attempts have been made and no further information has been provided.